Event description:
It was reported that that the motor device ¿died out while making loud noises¿. The reporter stated that the event either occurred during pre-surgery check or surgery. It was not reported if there was a delay in the surgical procedure. There was a spare device available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact event date was not provided although the reporter noted that the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the motor device observed that the device overheated and would not function. Therefore, the reported condition was confirmed. The assignable root cause was due to wear from excessive force causing the device to overheat, which led to the motor not functioning, which is normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.